Event description:
It was reported that the customer wants three bronchoscopes evaluation to be performed due to patient(s) infection event. The customer confirmed there were three patients involved and positive candida was confirmed.

Manufacturer narrative:
An inspection of three bronchoscopes revealed malfunctions such as a distal end cap chipped, crushed/bite mark at the bending sections, etc. Endoscopes with damage to the distal end, insertion section, or other parts may not be properly cleaned and disinfected during the reprocessing procedure, potentially leaving contamination that could serve as a source of infection. However, the cause of this event has not yet been identified. Fujifilm will conduct further investigations and submit a supplemental report if additional information is available.